Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, bone resorption, mobility. Implant came out when turning out the gingiva former